Manufacturer narrative:
The device was discarded by the user facility and therefore,will not be returned for evaluation. It was reported that the vascade device functioned as intended. Based on the available, information provided there is no evidence of a device malfunction. The cause of the reported device cannot be determined. However, the vascular closure system (vascade vcs) instructions for use models (700-500dx and 700-580i5f and 6/7f0) states" pseudoaneurysm is a known complication that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
A patient underwent an unspecified peripheral interventional procedure, during which a vascade 6/7f vascular closure device was used to achieve hemostasis. Post-procedure, the patient remained stable, with soft groins and no signs of complications. The physician documented a hypertensive episode that responded to fluid administration; at least one additional recurrent hypertensive episode was noted. The patient's blood pressure was 155 mmhg at the time of discharge. Orthostatic testing was performed and passed, and serial post-procedure assessments at appropriate intervals revealed no evidence of complications. The patient ambulated without difficulty and walked to the car prior to discharge. After returning home, the patient developed symptoms and contacted emergency medical services. The patient was transported to a hospital, where a pseudoaneurysm with active bleeding was diagnosed. Treatment included thrombin injection. The patient was subsequently airlifted via helicopter to a second hospital, where a blood transfusion was administered. The patient was discharged two days later and is currently reported to be stable and asymptomatic.